Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient stated since the time of implant they have had sciatica pain really bad. Patient stated the ins is on the right side, which is where they have their issues, and it is right on top of where the sciatica is. Patient reported they have 4 leads with 8 contacts each and mdt rep, lindy (last name asked/unknown) determined one contact was bad and bypassed it. Patient stated this worked for 3 or 4 or 5 days and then "it" started all over again. Patient had referenced controller issues (see rtg0618960) and agent was unable to determine if patient what patient was referring to as "it." Patient just stated "it's not working" and it "won't function like its supposed to," but was unable to clarify if they were referring to the external equipment issues or the ins. Patient stated they have 3 therapy setting now instead of 4, as mdt rep reprogrammed them in june probably and they didn't feel like it was working right. Patient stated they were in quite a bit of pain without this and the ins made it easier to live with the pain. Patient reported they have a decompression belt they wear and when sciatica starts to hurt everything else starts to hurt. Patient stated when they started this they thought it was going to be the answer and they see holly the np at dr. Sirianni's office and holly thinks they should do another round of shots, but this feels like a bandaid to the patient. Patient stated they are wondering if they should see a neurosurgeon or orthopedic surgeon or sit down with dr. Sirianni themself. Agent attempted to collect notify date, but patient was unable to provide. Agent redirected to hcp to further address.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.